Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of polaris 5.5 plug driver broke during surgery. There was no patient impact.

Event description:
It was reported that the tip of polaris 5.5 plug driver broke during surgery. There was no patient impact.

Manufacturer narrative:
H6: additional method code: 4109. Corrections in d9, h3, and h6: investigation type. Device evaluation: visual inspection revealed the tip is fractured. Root cause: this event could possibly be attributed to excessive torsional forces applied during use. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Manufacturer narrative:
H6: additional method code: 4109. Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the device was not returned, however photos were provided which show that the tip has fractured off. Root cause: this event could possibly be attributed to excessive torsional forces applied during use. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that the tip of polaris 5.5 plug driver broke during surgery. There was no patient impact.